Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2024 and suture was used. During the procedure, one pyometrial ablation of a female dog and one ovariectomy of a female dog (2 complaints have beed logged:(B)(4). When the vet did the ligature of the ovarian pedicles, while tightening the knots, without exerting excessive tension. The thread got broken. Surgeries could be performed using potentially defective devices without affecting animals to date. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the veterinary surgeon notice any quality defects or non-conformities in the suture before it was used? A quality defect/non-conformity was observed in the suture during use: when the veterinary surgeon performed the ligatures on the ovarian pedicles, when she tightened her simple knots, the thread broke without exerting excessive tension. Did a quality defect/non-conformity in the suture come to light during the post-operative examination: not reported by the veterinarian. Did a quality defect/non-conformity occur in the suture during re-operation if this took place: not to my knowledge 1. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? When the vet did the the ligature of the ovarian pedicles, while tightening the knots, without exerting excessive tension. The thread got broken.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open box and nine representative unopened samples were received for analysis. Product code jv1209 which requires one strand non needles per packet. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, the sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.